Manufacturer narrative:
B3 date of event: 01jun2025 used as approximate date as actual date is unknown. Device evaluation by MFR: the returned product consisted of the choice guidewire in a generic plastic bag. A visual examination of the device revealed that the distal tip was kinked. This failure can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique at the moment to manipulate the device, causing the observed damage, and as a result, contributing to the reported issue. Therefore, adverse event related to procedure is selected as the cause code for the reported issue.

Event description:
It was reported that the guidewire was difficult to remove. A choice guidewire was selected for use to treat stenosis in the carotid artery. The stenosis was pre-dilated with a sterling balloon that had been advanced to the target location over a choice guidewire. Following pre-dilation, a carotid wallstent was successfully deployed. The carotid wallstent delivery system could not be removed over the choice guidewire. It was then removed together with the guidewire. A new guidewire was inserted and the stent was dilated with another sterling balloon. The procedure was successfully completed with the original carotid wallstent. There were no patient complications as a result of the event.

Event description:
It was reported that the guidewire was difficult to remove. A choice guidewire was selected for use to treat stenosis in the carotid artery. The stenosis was pre-dilated with a sterling balloon that had been advanced to the target location over a choice guidewire. Following pre-dilation, a carotid wallstent was successfully deployed. The carotid wallstent delivery system could not be removed over the choice guidewire. It was then removed together with the guidewire. A new guidewire was inserted and the stent was dilated with another sterling balloon. The procedure was successfully completed with the original carotid wallstent. There were no patient complications as a result of the event.

Manufacturer narrative:
B3: date of event: 01jun2025 used as approximate date as actual date is unknown.